Manufacturer narrative:
Suspect device is strip lot 300439, 04/2008.

Event description:
Customer reportedly obtained results of 126 mg/dl and 409 mg/dl on the accu chek aviva test system within 10 minutes. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. No quality controls were used. Aviva test system: aviva meter, strip lot: 300439, 04/30/2008. Location of comparison not provided.